Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device's history log. The device was put through extensive testing including full functional testing and ECG stress testing via pads and leads without duplicating the report. Review of the device log confirmed multiple occurrences of the customer's report. The observed ECG errors confirmed that the ECG function was disabled during use and would not provide an ECG. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.